Event description:
Update 5/5/15 pfs and medical records received. Corrosion was noted at the femoral junction. There is no new additional information that would affect the existing MDR decision.

Event description:
Litigation papers allege pain, fluid and excessive metal ion levels.update 18 feb 2015 - der rcvd. Added dor, surgeon and sales rep details, added stem and sleeve and updated cup and head to reflect the metal ions. Stem remained in situ. (B)(4).

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.(B)(4)